Event description:
A trial patient reported that they were experiencing nausea, chest pain, vomiting, and that the therapy was making their pain worse. It was reported that the therapy didn¿t help the patient¿s pain; it was making their heart race and giving them headaches. The patient stated that they continued to have migraine headaches even after the trial leads were taken out on (B)(6) 2016. It was noted that the issue started a week prior to the date of this report, during the patient¿s trial period. The patient was to follow up with their healthcare provider (hcp). Indication for use is unknown. Additional information was received from the patient on (B)(6) 2017. It was reported that they were experiencing chest pain, headaches, nausea, trouble sleeping, and more pain in their legs and back than before they got the device. The patient mentioned that their physician told them that there was nothing more they could do. It was further reported on (B)(6) 2017 that the device was making the patient delirious and that they suffered a lot for a week. It was noted the issue started the day after they were implanted on (B)(6) 2016. The patient stated that they were still having the pain in their legs/back, in addition to the chest pain, headaches, nausea, and trouble sleeping. The patient mentioned that their healthcare provider (hcp) was unable to do anything else for them and that they needed to see someone in pain management. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the symptoms they had experienced during the four days of their trial resolved when they aborted the trial. No further issues were noted or anticipated.